Event description:
It is reported that when the patient was connected to the ventilator it began to sound an audible noise of oxygen leaking out the bottom of the ventilator. The patient was switched to another nkv-550 ventilator without complications. In the service screen, the oxygen inlet pressure is reading 20 psi. Hospital policy does not allow to share any patient information.